Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has been having a lot of dizziness for about a month/confirmed (B)(6) 2020. They take albuterol which they think may be the reason for the dizziness but they are not sure. They stated yesterday, they suddenly had a really sharp pain in the right side of their head. The emergency room (ER) doctor reported the patient presented at the ER with headaches. They used the patient programmer (pp) and decreased the stimulation to 20. When the patient tried to increase stimulation, the pp showed out of regulation (oor) message. The patient was unable to increase amplitude to normal setting level. The patient took a couple of tylenol and about an hour later, the pain subsided. They were able to press the navigation key and are now seeing the normal screen of on and okay and setting is 3.0. They stated they have had no falls or trauma. They were redirected to their healthcare provider (hcp) regarding the symptoms.